Manufacturer narrative:
A2 age at time of event: 18 years or older. E1 initial reporter facility name: (B)(6). Device evaluated by MFR.: the device was returned for analysis. Visual and microscopic inspection observed that only the main coil was returned. The main coil was bent and stretched at the coil arm and primary coil section, moreover the arm coil was detached. Functional inspection could not be performed due the main coil and the pusher wire are not interlocking. Dimensional inspection was performed, and the main coil's zap tip outer diameter (od) and primary coil od passed the specification test. The customer used a non-boston scientific diagnostic catheter. Other diagnostic catheters may result in an inability to deliver, deploy, or recapture the device. The stretched coil arm found during the product inspection, could have contributed to the reported issue.

Event description:
Reportable based on device analysis completed on 12dec2024. It was reported that coil became stuck during delivery. The patient underwent internal iliac aneurysm procedure. A 12mm x 40cm interlock-35 coil was selected for embolization. The physician used a 7f non-boston scientific long sheath to cross and an imaging catheter; however, the coil could not be delivered, it became stuck. The angle was adjusted many times but failed. The coil was then removed and found it was stretched. The procedure was completed with another of the same device. No complications were reported, and the patient condition following procedure was stable. However, returned device analysis revealed the arm coil was detached.